Event description:
The customer reported a discrepancy between energy selected and energy charged.

Manufacturer narrative:
The factory has not yet rec'd device for eval, and this complaint remains under investigated. A follow-up report will be submitted, upon completion of the investigation.